Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine the root cause of the reported loosening / wear. The need for corrective action was not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address loosening of the tibia. The cement failed at both the implant/cement and cement/bone interfaces. Poly wear of the patella was indicated intraoperatively.